Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he received an alarm on the insulin pump during priming, indicating the force sensor system was compromised. The customer's blood glucose was 117 mg/dl. It was stated that insulin was squirting out during the manual prime process and the device was stuck in a preparing to prime loop. The insulin pump had been bumped or dropped prior to the alarm occurring. The drive support cap was sticking out and customer did not recall pressing it while connected. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.